Manufacturer narrative:
(B)(4). The customer returned multiple components from a pediatric cvc set. The guide wire will be analyzed as part of this complaint investigation. Signs-of-use in the form of what appears to be biological material was observed on the guide wire. Visual analysis revealed a major kink on the guide wire near the distal j-bend. Microscopic examination confirmed the kink and revealed that the proximal and distal welds were secure and intact. The kink in the guide wire measured 19mm from the distal weld. The guide wire total length measured 17 7/8", which is within the specification limits of 17 11/16"-18 1/16" per the guide wire graphic. The guide wire outer diameter measured .02035", which is within the specification limits of .020"-.021" per the guide wire graphic. The guide wire was passed through the returned cvc catheter. Minor resistance was observed at the kink; however, the guide wire was able to pass completely though the catheter. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also warns "pulling back on the spring-wire guide may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one major kink on the guide wire near the distal j-bend. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked during patient use. No patient harm or complication reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during patient use. No patient harm or complication reported.